Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that infusions set cannula was kinked due to which hyperglycemia occurs after 3 hours of insertion. High blood glucose level was displayed high and treated by correction injection via mdi. Infusion set was placed in upper buttocks. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.